Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that there was a clean, smooth break on the left side of the fork. The break was just below where the arm of the fork meets the main body, which confirmed the original complaint issue. However, the underlying cause could not be determined. The alleged issues of the spacer being bent and the axle being gone could neither be confirmed nor refuted, as only the fork was returned for evaluation.

Event description:
Dealer advised end user was pushing chair through gravel and right fork broke on the side causing spacer to be bent and axle is gone.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised end user was pushing chair through gravel and right fork broke on the side causing spacer to be bent and axle is gone.